Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal (where ovaries located)/(reproductive organs)'), genital haemorrhage ('horrible bleeding') and cervix carcinoma stage 0 ('reproductive system disorder or condition - removal done for adenocarcinoma in-situ(cervix)') in a 38-year-old female patient who had essure (batch no. 628147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from 2005 to 2009. Concurrent conditions included overweight and adenocarcinoma. Concomitant products included bifidobacterium lactis (probiotic) since 2010, docusate sodium, hydrocodone bitartrate;paracetamol (norco) and ibuprofen. In 2009, the patient was found to have weight increased ("weight gain and inability to lose"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced flatulence ("gas"), abdominal distension ("bloating"), constipation ("constipation") and abdominal discomfort ("gastrointestinal or digestive system condition - type: major gastrointestinal discomfort,gas bloating,constipation, diarrhea"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping) horrible cramping & bleeding"). In (B)(6) 2014, the patient experienced myalgia ("pain: total body muscle and joint pain for no reason"), arthralgia ("pain: total body muscle and joint pain for no reason/hips pain") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dysgeusia ("consistent metal taste in mouth"). On (B)(6) 2016, the patient experienced rash ("rashes or skin conditions - rash on back painful like shingles but tested negative for shingles/painful rash on my back and breast area"), 6 years 10 months after insertion of essure. In (B)(6) 2016, the patient experienced migraine ("migraines / headaches: frequent migraines / headaches"). On (B)(6) 2017, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), irritable bowel syndrome ("gastrointestinal or digestive system condition - irritable bowls"), diarrhoea ("diarrhea"), back pain ("lower back pain"), musculoskeletal pain ("shoulders pain") and pain in extremity ("legs,feet,arms,hands pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and removal done for adenocarcinoma in-situ(cervix)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, rash, allergy to metals and dysgeusia had resolved, the genital haemorrhage, cervix carcinoma stage 0, migraine, dysmenorrhoea, myalgia, arthralgia, fatigue, irritable bowel syndrome, flatulence, abdominal distension, constipation, diarrhoea, abdominal discomfort, back pain, musculoskeletal pain and pain in extremity outcome was unknown and the weight increased had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, cervix carcinoma stage 0, constipation, diarrhoea, dysgeusia, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, irritable bowel syndrome, migraine, musculoskeletal pain, myalgia, pain in extremity, rash and weight increased to be related to essure. The reporter commented: discrepancy noted as per initial case: insertion date of essure: (B)(6) 2009 . Current weight as of (B)(6) 2019: 230 lbs. Approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - in 2009: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event outcome updated for: nickel allergy. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal (where ovaries located)/(reproductive organs)'), genital haemorrhage ('horrible bleeding') and cervix carcinoma stage 0 ('reproductive system disorder or condition - removal done for adenocarcinoma in-situ(cervix)') in a 38-year-old female patient who had essure (batch no. 628147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from 2005 to 2009. Concurrent conditions included overweight. Concomitant products included bifidobacterium lactis (probiotic) since 2010. In 2009, the patient was found to have weight increased ("weight gain and inability to lose"). On (B)(6) 2009, the patient had essure inserted. In july 2010, the patient experienced flatulence ("gas"), abdominal distension ("bloating"), constipation ("constipation") and abdominal discomfort ("gastrointestinal or digestive system condition - type: major gastrointestinal discomfort,gas bloating,constipation, diarrhea"). In january 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping) horrible cramping & bleeding"). In january 2014, the patient experienced myalgia ("pain: total body muscle and joint pain for no reason"), arthralgia ("pain: total body muscle and joint pain for no reason/hips pain") and fatigue ("fatigue"). In january 2016, the patient experienced dysgeusia ("consistent metal taste in mouth"). On (B)(6) 2016, the patient experienced rash ("rashes or skin conditions - rash on back painful like shingles but tested negative for shingles/painful rash on my back and breast area"), 6 years 10 months after insertion of essure. In may 2016, the patient experienced migraine ("migraines / headaches: frequent migraines / headaches"). On (B)(6) 2017, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), irritable bowel syndrome ("gastrointestinal or digestive system condition - irritable bowls"), diarrhoea ("diarrhea"), back pain ("lower back pain"), musculoskeletal pain ("shoulders pain") and pain in extremity ("legs,feet,arms,hands pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and removal done for adenocarcinoma in-situ(cervix)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, rash and dysgeusia had resolved, the genital haemorrhage, cervix carcinoma stage 0, migraine, allergy to metals, dysmenorrhoea, myalgia, arthralgia, fatigue, irritable bowel syndrome, flatulence, abdominal distension, constipation, diarrhoea, abdominal discomfort, back pain, musculoskeletal pain and pain in extremity outcome was unknown and the weight increased had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, cervix carcinoma stage 0, constipation, diarrhoea, dysgeusia, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, irritable bowel syndrome, migraine, musculoskeletal pain, myalgia, pain in extremity, rash and weight increased to be related to essure. The reporter commented: discrepancy noted as per initial case: insertion date of essure: (B)(6) 2009 . Current weight as of (B)(6) 2019: 230 lbs. Approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - in 2009: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal (where ovaries located)/(reproductive organs)'), genital haemorrhage ('horrible bleeding') and adenocarcinoma of the cervix ('reproductive system disorder or condition - removal done for adenocarcinoma in-situ(cervix)') in a (B)(6)-year-old female patient who had essure (batch no. 628147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from 2005 to 2009. Concurrent conditions included overweight. Concomitant products included bifidobacterium lactis (probiotic) since 2010. In 2009, the patient was found to have weight increased ("weight gain and inability to lose"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced flatulence ("gas"), abdominal distension ("bloating"), constipation ("constipation") and abdominal discomfort ("gastrointestinal or digestive system condition - type: major gastrointestinal discomfort,gas bloating,constipation, diarrhea"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping) horrible cramping & bleeding"). In (B)(6) 2014, the patient experienced myalgia ("pain: total body muscle and joint pain for no reason"), arthralgia ("pain: total body muscle and joint pain for no reason/hips pain") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dysgeusia ("consistent metal taste in mouth"). On (B)(6) 2016, the patient experienced rash ("rashes or skin conditions - rash on back painful like shingles but tested negative for shingles/painful rash on my back and breast area"), 6 years 10 months after insertion of essure. In (B)(6) 2016, the patient experienced migraine ("migraines / headaches: frequent migraines / headaches"). On (B)(6) 2017, the patient was found to have adenocarcinoma of the cervix (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), irritable bowel syndrome ("gastrointestinal or digestive system condition - irritable bowls"), diarrhoea ("diarrhea"), back pain ("lower back pain"), musculoskeletal pain ("shoulders pain") and pain in extremity ("legs,feet,arms,hands pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and removal done for adenocarcinoma in-situ(cervix)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, rash and dysgeusia had resolved, the genital haemorrhage, adenocarcinoma of the cervix, migraine, allergy to metals, dysmenorrhoea, myalgia, arthralgia, fatigue, irritable bowel syndrome, flatulence, abdominal distension, constipation, diarrhoea, abdominal discomfort, back pain, musculoskeletal pain and pain in extremity outcome was unknown and the weight increased had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, adenocarcinoma of the cervix, allergy to metals, arthralgia, back pain, constipation, diarrhoea, dysgeusia, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, irritable bowel syndrome, migraine, musculoskeletal pain, myalgia, pain in extremity, rash and weight increased to be related to essure. The reporter commented: discrepancy noted as per initial case: insertion date of essure: (B)(6) 2009. Current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - in 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received. Event injury nos was replaced by the new events: rashes or skin conditions - rash on back painful like shingles but tested negative for shingles, migraines / headaches: frequent migraines / headaches, reproductive system disorder or condition - removal done for adenocarcinoma in-situ(cervix), nickel allergy consistent metal taste in mouth, dysmenorrhea (cramping), pain: total body muscle and joint pain for no reason(shoulders pain, hips pain, legs, feet, arms, hands pain), fatigue, weight gain and inability to lose, gastrointestinal or digestive system condition - major gastrointestinal discomfort, irritable bowls, gas, bloating, constipation, diarrhea, abdominal pain, lower back pain. Event outcome was updated for the events: metal taste, abdominal (where ovaries located)/(reproductive organs), rash. Lot number was added. Concomitant conditions, drugs and reporter's information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.